Event description:
Reported via clinical study it was reported that a device leak occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During a core lab 45-day computed tomography (CT) scan review, a 6.39 mm peri device leak was noted. No corrective actions or diagnostic tests are associated with this finding.